Event description:
It was reported that a bent needle occurred. The target lesion was located in the liver. A 2.0x17x15 leveen superslim was selected for use. During the procedure, the impedance rise of the radio frequency (rf) machine was completed and an abnormal needle was found after the needle was pulled out of the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device matches with upn provided by the customer. One rf probe was returned for analysis (electrode). No visual damage or defects were observed on the electrode. The tines were kinked at the distal section. The device shows residue, evidence of use. The tines were extended and retracted without resistance during a functional evaluation.

Event description:
It was reported that a bent needle occurred. The target lesion was located in the liver. A 2.0x17x15 leveen superslim was selected for use. During the procedure, the impedance rise of the radio frequency (rf) machine was completed and an abnormal needle was found after the needle was pulled out of the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.